Event description:
The iab was inserted into the pt on 1/27/98 at 7:00 p.m. The iabp alarmed with message "leak in iab circuit". The dr checked and nothing was wrong and restarted pumping. On 1/28/98 in the a.m., blood was noted in the catheter. The dr had difficulty removing the iab. The iab was surgically removed. The pt's artery was blocked up by a thrombus. Event complications: iab surgically removed/artery blocked by thrombus-rpt'd 3/4/98. Pt's current status: unk-rpt'd 3/4/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.